Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint confirmed and a leak was identified at the proximal weld of the cuff. The probable cause is due to inconsistent weld around the tubing.

Event description:
It was reported that the suspected air leakage from the adhesion surface with the upper tube of the cuff. This occurred during use. There was no reported patient harm/adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.